Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the vad system and programming vad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient developed an impeller pump thrombosis and was successfully treated with pharmacological therapy in (B)(6) 2017. Details regarding the exact date of the event, the patient's initial presentation or the results of any diagnostic testing were not provided.

Manufacturer narrative:
Additional information received indicates that a preliminary review of the controller log files confirmed a rise in power consumption that started on (B)(6) 2017, with high watt alarms starting on (B)(6) 2017. The site reported that the patient was clinically asymptomatic during this time. At the time of the event, the patient was taking aspirin and coumadin for a therapeutic international normalized ratio (inr) goal of 2.5-3.0. Laboratory testing revealed a lactate dehydrogenase level that was elevated. The patient was successfully treated with tissue plasminogen activator (tpa). As of the date of this report, the patient had been discharged home and was doing well. The site reported that a relationship between this event and the pump could not be excluded. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the log files revealed a rise in power consumption starting on (B)(6) 2017 to a peak of 4.1 watts on (B)(6) 2017 outside of normal operating range which correlates with the reported thrombus event.  Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information clinical factors that may have contributed to the reported event include the patient's past medical history and related comorbidities, recurrent pump and native heart thrombus events and infection events and issues with the management of the patient's therapeutic anticoagulation and antiplatelet medications. Although the root cause of the reported event cannot be conclusively determined, there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.